Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported implant failure, implant was removed. S/p immediate tooth replacement. Symptoms as a result of the event: edema, inflammation.

Manufacturer narrative:
Zimvie received one (1) tsx41b16 (tsx implant, 4.1mmd, 16mml) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. Unable to remove the implants crown. A third-party retaining screw was used to attach crown. No damage identified or signs of malfunction that would have contributed to the event. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsx41b16 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : lack of primary stability¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was customer error or patient factors. Refer to attached summary investigation for lack of primary stability. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. Lack of primary stability is a medical condition and is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.